Manufacturer narrative:
It was reported to philips that the device failed its operational check, and the unit has low energy. The device was sent in for bench repair for evaluation by an authorized technician. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Replacement part service quote initiated. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The part was confirmed replaced by bench repair to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed its operational check, and the unit has low energy. There was no patient involvement.